Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms. Insulin pump would prompt the customer to rewind and reinsert the reservoir and start over. Insulin pump had also alarmed no delivery alarms. Customer's blood glucose was in the high 300 mg/dl due to the device would shut off many times overnight. After troubleshooting, customer reported the device was able to rewind, device passed the displacement test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.